Manufacturer narrative:
(B)(4): the customer reported that the device displayed pads ECG cable failure & pacer equipment malfunction inops a few times. There was no report of patient involvement or adverse patient impact. The unit was evaluated by the philips field service engineer. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that the device displayed pads ECG cable failure & pacer equip malfunctions inops a few times. There was no report of patient involvement or adverse patient impact.